Event description:
Customer reported that tandem mobi pump battery would not charge despite following recommended charging procedures and using all correct accessories. Charging connection was unstable, and ultimately, the pump did not begin charging after using a different cable. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.